Event description:
It was reported that a pump alarmed for a system error 105. The device was in the facilities acute care area when the alarm occurred. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by a failed motor. As a result, the motor has been replaced.